Event description:
It was reported that the arctic sun device getting low flow and air leak alarms 01 (water reservoir below minimum)/02 (low flow). Nurse states that they were initiating therapy on a patient. Nurse provided s/n (B)(6). Confirmed they have four pads connected, current water flow rate (wfr) 0 l/min. Had nurse stop therapy, empty pads, and disconnect. Nurse confirmed all tubing as straight with no kinks or bends. Nurse reconnected pads holding only the blue tubing and not the clear plastic clamps. Nurse resumed therapy, after a few minutes water flow rate (wfr) 0 l/min. Had nurse stop therapy, empty pads, and disconnect. Walked nurse through placing device in manual control. Without pads: water flow rate (wfr) 0.6 l/min, inlet pressure (ip) -0.4psi, circulation pump command (cpc) 100%, system hours 19,210, and pump hours 17,662. It appears the circulation pump has gone out. Informed nurse to send this device to biomed labelled no flow and switch to a new device. Encouraged nurse to call back with any issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. The device was evaluated upon receipt. Patient data shows alarms 1 and 2. Serviced circulation pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device getting low flow and air leak alarms 01 (water reservoir below minimum)/ 02 (low flow). Nurse states that they were initiating therapy on a patient. Nurse provided s/n (B)(6). Confirmed they have four pads connected, current water flow rate (wfr) 0 l/min. Had nurse stop therapy, empty pads, and disconnect. Nurse confirmed all tubing as straight with no kinks or bends. Nurse reconnected pads holding only the blue tubing and not the clear plastic clamps. Nurse resumed therapy, after a few minutes water flow rate (wfr) 0 l/min. Had nurse stop therapy, empty pads, and disconnect. Walked nurse through placing device in manual control. Without pads: water flow rate (wfr) 0.6 l/min, inlet pressure (ip) -0.4psi, circulation pump command (cpc) 100 percentage, system hours 19,210, and pump hours 17,662. It appears the circulation pump has gone out. Informed nurse to send this device to biomed labelled no flow and switch to a new device. Encouraged nurse to call back with any issues.